Event description:
Had knee replacement above date and would like to know if stryker company osteonics cobalt steel. For knee replacement has been recalled? Mine at different times makes a noise so loud it can be heard across the room and has been most embarrassing in church, restaurants etc. I don't know what happens but when this happens its a terrible pain for the moment. I will say my sister in law had a replacement by this same physician however we do not know if the same device was used. It is very painful when this happens. I was trying to find government site to see if any recalls on this device. Thanks for your help yvonne device still in knee and I'm not looking for replacement unless this is a recall. Has been too horrible to go through again unless recalled. Stryker company osteonics cobalt steel (knee replacement). Model number, UDI number: sorry do not have any of above - I was given a card that simply says hardware implant patient ID card, ortho right knee (B)(6) 2022.